Event description:
Pt reported, that the vns therapy system was explanted due to infection. Good faith attempts are in progress to obtain additional info.

Manufacturer narrative:
Device mfg records reviewed for sterilization. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.